Event description:
In 2004, this destination therapy patient was implanted with a vented electric left ventricular assist device(lvad). The next day the vad coordinator contacted the manufacturer reporting that the patient had a relatively uneventful surgical implantation of the lvad. The patient remained free of technical alarms until that morning at approximately 0630, the patient had been nauseated with emesis and when the patient was rolled over to be placed on a bed pan for a bowel movement patient developed alarms indicating power limit advisory and controller malfunction alarms. The nursing staff denies the possibility of fluid getting into vent filter during the night. The vent filter was changed appropriately. The manufacturer was paged after the patient's controller had also been changed three times and the system monitor and power base unit (pbu) set-up had been changed out twice. The screen of the monitor went blank on both the pbu and system monitorset ups and with defferent controllers. At this time, the nurse was now hand pumping. There appeared to be no kinks in percutaneous (perc) lead or an obstruction of the vent filter during this time. The patient was not systemically hypertensive. The patient's head was lowered to approximately 15 degrees, and patient was placed back on the pbu and alarms were resolved. The perfusionist later informed the manufacturer that they also saw a current limit advisory during the events at 0630. Initially this was thought to possibly be related to a mechanical obstruction of the outflow graft. Within the hour, with the physician present at the bedside, the patient was helped into a sitting position in the hospital bed. The power limit advisory alarms immediately began alsong with controller malfunction alarms. Getting both yellow wrench alarms with audible beep accompanying the alarms. The patient was placed back in supine position with hob again at approximately 15 degrees and alarms went away. The system check screen showed the last alarm code to be "j" indicating power limit advisory alarms. The manufacturer was paged at approximately at 1030 when patient had begun experiencing alarms indicating power limit advisory again. The patient's position had not changed and was laying supine still at approximately 15 degrees. Per the nurse the alarms came on with yellow wrench and audible beep and then spontaneously they resolved. This happened about 5 times. The manufacturer clinical specialist arrived at the patient's bedside to assist in troubleshooting the alarm conditions. The lvad flows were 4.2-4.5lpm, sv 0-13ml and a beat rate 50-53pm. With noted occasional lvad numbers of flows dropping to 2.0-2.9lpm, sv 0-13ml with a beat rate of 50-53pm. Several times the nurse would get a low beat rate accompanied by a continuous alarm, yellow wrench and red heart and the screen would show through the number boxes on the system monitor. Low sv and low flow alarm messages were not seen. Low beat rate alarms lasted only briefly. The patient occasionally while in the sitting position would have short periods where there would be no alarms and numbers would look okay. The clinical specialist was able to obtain motor waveforms in lying and sitting positions as well as in fixed and auto modes during the alarm conditions. The clinical specialist inspected the connector and had found no indication that fluids such as blood were ever sucked into the perc.lead. The vent filter was kept loosely covered during the or procedure. Also manipulated the external portion of lvad percutaneous lead up to the controller and was unable to reproduce the alarms. Obtaining kub films to evaluate for obvious perc. Lead damage internally. The patient continues at this point to have power limit advisory alarms again while laying supine,not moving and at approximately 15 degrees. The patient is awake and alert. The hospital sent the waveforms to the manufacturer for analysis. Patient remains on lvad support while awaiting a heart transplant.